Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Additionally, this rv lead was never explanted due to removal difficulty. There were no additional adverse effects reported. The rv lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.